Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. The device was evaluated by the customer only. The customer confirmed that the device was back to normal use after the repair by customer or a third party. Customer did not provide the root cause and the resolution of the reported problem. Philips service is not required by customer. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator did not pass the self-test. There was no reported patient involvement.